Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached its recommended replacement time (rrt) earlier than expected, in less than a year. Boston scientific technical services confirmed premature battery depletion, but the root cause could not be determined from the available data. No adverse patient effects were reported. This icm remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached its recommended replacement time (rrt) earlier than expected, in less than a year. Boston scientific technical services confirmed premature battery depletion, but the root cause could not be determined from the available data. No adverse patient effects were reported. This icm remains in service. Additional information received indicates that the device was explanted due to premature battery depletion and will be returned for analysis. No adverse patient effects were reported.